Event description:
It was reported to nova biomedical on (B)(4) 2013 that a consumer experienced a hypoglycemic event sometime during the month of (B)(6) 2013. The consumer reported that he received a result between 400-500 mg/dl. The consumer administrated an unknown amount of insulin based on the elevated reading. The consumer stated he panicked and began to alternate food and insulin to offset his adverse event. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
On (B)(4) 2013 - nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified.